Event description:
According to the reporter, during right hemicolectomy case, a clear massive bleeding occurred for all 3 used reloads due to poor staple formation. It was noted that there was a serosal tear and the surgeon needed to oversew the staple line to stop the bleeding. Patient went for conservative treatment after losing of more than 1500cc blood and got 2 litter blood transfusion. Due to the incident, surgeon had to extend incision more than 1 inch and surgery time was extended by more than 30 minutes or more. Patient had to extend hospital stay for 3 weeks more and there will be an additional operation performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy case, a clear massive bleeding occurred for all three used reloads due to poor staple formation. It was noted that there was a serosal tear and the surgeon needed to over sew the staple line to stop the bleeding. Patient went for conservative treatment after losing of more than one thousand five hundred cubic centimeters (1500cc) blood and got two (2) litter blood transfusion. Due to the incident, surgeon had to extend incision more than one (1) inch and surgery time was extended by more than thirty (30) minutes or more. Post-operatively, the patient went to intensive care unit (ICU) for a week and had to extend hospital stay for there (3) weeks more due to bleeding.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was applied on over indicated tissue. It was reported that the staples did not form as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may be due to use in tissue thicker than indicated. This may also cause damage to the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.